Event description:
It was reported that during service performed by biomed, the cardiosave intra-aortic balloon pump (iabp) displayed fault code #139. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that repairs are still on going. There is no specific date as to when repairs will be completed. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during service performed by biomed, the cardiosave intra-aortic balloon pump (iabp) displayed fault code #139. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event as the customer's biomedical engineer performs the repairs for the facility. It was reported that the biomedical engineer replaced the compressor, pneumatic module assembly (pim), and the power supply. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during service performed by biomed, the cardiosave intra-aortic balloon pump (iabp) displayed fault code #139. There was no patient involvement, and no adverse event reported.